Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation, but with the provided radiograph, loosening was confirmed. With an available radiograph, a formal medical opinion was sought: the radiolucency around the baseplate and its upward tilted position are in line with the reporting of glenoid baseplate loosening. Also, the pattern of bone loss in the glenoid aligns with loosening of the glenoid baseplate. This case can be assumed aseptic (non-infectious) loosening since the humeral component was left in place. With the limited information, the root cause cannot be determined, yet all components were intact at the time of the CT-scan made for planning the revision procedure. Indicating it to be not device-related, but detailed information is required for further analysis. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed due to loosening of the baseplate.